Event description:
It was reported that the rechargeable implantable neurostimulator (ins) was moved because a couple of the wires got loose and it was painful where the implant was, so they moved the implant up higher. This occurred in (B)(6) 2015. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).